Event description:
It was reported by a customer complaint that the pt was seen in the ER for an episode of hyperglycemia. Reportedly she was placed on an insulin drip while at the ER and was sent home on back up injection therapy. It was reported that upon admission, their blood glucose was 500 and pt had ketones. It was reported that the pt began experiencing high blood sugars the night before but no troubleshooting was done, at that time she was administered a back-up injection. The reporter stated that she believes the device is operating satisfactorily but the ER doctor recommended requesting a new device. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.